Event description:
Event description guidant received information that this endotak endurance ez lead exhibited ventricular oversensing of the p-wave which led to the delivery of inappropriate therapy (shock). It was also noted that the impedance for this lead was 2000 ohms.